Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.

Event description:
Revision hip surgeon diagnosis aseptic loosening. Cement osteonics eon stem size 7 removed and size 7 cemented normalised stem inserted.